Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver (lsnd) training instrument had a broken wire during suturing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument's use was only training and demo, not during a procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.